Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was received on 12/18/2012. (B)(4).

Event description:
A surgeon reported that bilateral intraocular lenses (iols) were exchanged due to the patient experiencing halos and his vision being dull and hazy with no definition. The surgeon reported the patient could not tolerate the lens. Additional information was received from the surgeon who reported the event resolved following the lens exchange. Mild capsular opacification (pco) had been noted prior to the exchange procedure. The surgeon included a letter for the patient who described his vision as only being clear when he was in bright lights. The patient reported his distance vision was compromised and described his overall vision as dull and hazy. The consumer reported that he had been told he would see halos, but what he saw was one light that ran together into one big mass of color. There was no definition of an individual light at all. The consumer reported he tried many different bottles of medications which did not help. His medical doctor suggested that his droopy eyelids could be contributing to the problem, so the patient had surgery to remove the excess skin around his eyes which did not help his vision. The consumer reported that his vision improved following the lens exchange. The surgeon reported the use of an unapproved viscoelastic during the surgical procedure. There are tow medical device reports associated with this event. This report is for the left eye.